Event description:
It was reported that the procedure was to treat a severe lesion in the superior circumflex. It was a focal lesion with minimum calcification. After pre-dilating the lesion, the stent was deployed at 14 atm, although it was difficult to inflate the stent delivery system (sds). When the sds was inflated, a pinhole was seen on the angiographic image. The balloon was deflated, at which time a dissection was noted in the vessel at this location. To resolve the dissection, another pre-dilatation was performed with a balloon catheter, and another stent was successfully implanted at 14 atms. A patient angiographic follow-up was performed in 2002. The patient was reported to be in good condition.